Event description:
Additional information was received indicating that a revision procedure was performed wherein the device was explanted due to normal battery depletion (nbd). However, the rv lead remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) that led to asystole greater than 2 seconds. The patient is dependent. Boston scientific technical services (ts) also noted that the device was programmed to vvi and had intermittent premature ventricular contractions (pvcs) on presenting electrogram (egm) and then advised to bring patient for further evaluation. Additional information was received from the field representative indicating that the cause of loc was not determined and they will continue to monitor it. At this time, the rv lead and crt-d remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).